Event description:
Same case as 2134265-2014-06395 and 2134265-2014-06396. It was reported that automatic pullback failure occurred. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pullback, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).